Manufacturer narrative:
Per tandem user guide: check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the customer cleared the alarm and resumed insulin. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.